Event description:
Afib [afib]. Knee replacement [knee replacement]. Taking synvisc for post-traumatic arthritis (right knee) with no reported adverse event [product use in unapproved indication]. Case narrative: initial information received on 13-jun-2024 regarding a solicited valid serious case received from a patient service representative, in the scope of patient support program. Study title: sanofi patient connection. This case involves 74 years old female patient who had afib (atrial fibrillation) and knee replacement while being treated with hylan g-f 20, sodium hyaluronate (synvisc). She was taking synvisc for post-traumatic arthritis (right knee) with no reported adverse event directly linked with product use in unapproved indication. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection for post-traumatic arthritis (right knee), strength: 16mg/2ml (product use in unapproved indication, latency: same day, batch number, expiry date: unknown) (dose, frequency, route: unknown). Patient was unenrolled to the program. The patient needed a knee replacement (knee arthroplasty, seriousness criteria: medically significant; onset, latency, batch number, expiry date: unknown). At the time of the report, synvisc was unknown whether continued or not. She had afib (atrial fibrillation, seriousness criteria: medically significant; onset, latency, batch number, expiry date: unknown). At the time of the report, synvisc was continued. Information on batch number and expiration date corresponding to the one at time of event occurrence would not be available. Action taken: no action taken for both events. It was not reported if the patient received a corrective treatment for atrial fibrillation. At time of reporting, the outcome was unknown for both events. A product technical complaint (ptc) was initiated on 13-jun-2024 for synvisc (hylan g-f 20, sodium hyaluronate) (batch number: unknown) with global ptc number: (B)(4). Ptc was set in process and results were pending for the same. Additional information was received on 18-jun-2024 from quality department via other healthcare professional: ptc number was received and added in the case. Upon internal review study ID was added. The event of atrial fibrillation was added. Action taken was updated. Text amended accordingly.

Event description:
Knee replacement [knee replacement] taking synvisc for post-traumatic arthritis (right knee) with no reported adverse event [product use in unapproved indication]. Case narrative: initial information received on 13-jun-2024 regarding an unsolicited valid serious case received from a patient service representative. This case involves 74 years old female patient who had knee replacement while being treated with hylan g-f 20, sodium hyaluronate (synvisc). She was taking synvisc for post-traumatic arthritis (right knee) with no reported adverse event directly linked with product use in unapproved indication. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection for post-traumatic arthritis (right knee) (product use in unapproved indication, latency: same day, batch number, expiry date: unknown) (dose, frequency, route: unknown). Patient was unenrolled to the program. The patient needed a knee replacement (knee arthroplasty, seriousness criteria: medically significant; onset; latency, batch number, expiry date: unknown). At the time of the report, synvisc was unknown whether continued or not. Information on batch number and expiration date corresponding to the one at time of event occurrence were requested. Action taken: unknown. At time of reporting, the outcome was unknown for the event. This suspected adverse reaction report is submitted and classified as a medication error solely and exclusively to ensure the marketing authorization holder's compliance with the requirements set out in the directive 2001/83/ec and module vi of the good pharmacovigilance practices. The classification as a medical error is in no way intended, nor should it be interpreted or construed as an allegation or claim made by the marketing authorization holder that any third party has contributed to or is to be held liable for the occurrence of this medication error.

Event description:
Afib [afib]. Knee replacement [knee replacement]. Taking synvisc for post-traumatic arthritis (right knee) with no reported adverse event [product use in unapproved indication]. Case narrative: initial information received on 13-jun-2024 regarding a solicited valid serious case received from a patient service representative, in the scope of patient support program. Study title: sanofi patient connection. This case involves 74 years old female patient who had afib (atrial fibrillation) and knee replacement while being treated with hylan g-f 20, sodium hyaluronate (synvisc). She was taking synvisc for post-traumatic arthritis (right knee) with no adverse event reported directly linked to this product use in unapproved indication. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection for post-traumatic arthritis (right knee), strength: 16mg/2ml (product use in unapproved indication, latency: same day, batch number, expiry date: unknown) (dose, frequency, route: unknown). Patient was unenrolled to the program. The patient needed a knee replacement (knee arthroplasty, seriousness criteria: intervention required; onset, latency, batch number, expiry date: unknown). She had afib (atrial fibrillation, seriousness criteria: medically significant; onset, latency, batch number, expiry date: unknown). At the time of the report, synvisc was continued. Information on batch number and expiration date corresponding to the one at time of event occurrence would not be available as product was discarded. Action taken: no action taken for atrial fibrillation and knee arthroplasty. It was not reported if the patient received a corrective treatment for atrial fibrillation. At time of reporting, the outcome was unknown for atrial fibrillation and knee arthroplasty. Reporter causality: not reported for all the events. Company causality: not reportable for all the events. A product technical complaint (ptc) was initiated on 13-jun-2024 for synvisc (hylan g-f 20, sodium hyaluronate) (batch number: unknown) with global ptc number: (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on 18-jul-2024 with summarized conclusion as no assessment possible. Additional information was received on 18-jun-2024 from quality department via other healthcare professional: ptc number was received and added in the case. Upon internal review study ID was added. The event of atrial fibrillation was added. Action taken was updated. Text amended accordingly. Additional information was received on 18-jul-2024 from quality department. Ptc results were received and added in the case. Text was amended accordingly.